Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level was 370 mg/dl with small traces of ketones. The customer reverted to manual injections of insulin. However, since the customer does not have long acting insulin available, bg levels have become elevated. It was indicated that the contact may call healthcare provider for long acting insulin.